Event description:
The user received a questionable valproic acid result for one patient sample. The initial result was 0.7 ug/ml with a data flag and was reported outside the laboratory as <2.8 ug/ml. The sample was automatically repeated by the analyzer and the result was 89.1 ug/ml. An amended report was sent out and the patient was not treated based on the initial result or adversely affected. The valproic acid reagent lot number was 64626001. The field service representative could not find a cause. He noted the user repeated the sample with no problems and he checked the system for proper operation. The user verified the analyzer operation by running precision testing, calibration and quality control with results within limits.

Manufacturer narrative:
The investigation was not able to determine a specific root cause. A reagent issue was not suspected as the calibration and quality control results were are normal. The analyzer was checked and no cause was found. The user stated they believed the issue was related to preanalytics or a clot in the sample however, there is no data available for verification. No adverse event was reported.